Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller attempted various troubleshooting steps including using different wall adapters and charging cables; however, the issue persisted until the pump unexpectedly showed a 100% charge without further interventions. The pump was confirmed to be working as intended, and no further complaints were made. Technical support decided to send an email to the representative to arrange a replacement, considering the pump was out of warranty.